Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon, while using the instruments, the balloon kept breaking and was used multiple on the case. They used more than one port to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection noted: that one of the trocar balloons was cut. The second device noted the insufflation port was broken. The locking collars, valve doors and obturators appeared intact. The inflation syringes were received. A functional evaluation found that the three balloons were inflated, no leaks detected. The fourth balloon could not be inflated due to the cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken balloon may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.